Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure and outside the patient, the sponge was detached from the biopsy cap and was lodge inside the working channel of the scope. It is unknown how the sponge was removed from the scope. The procedure was completed with another rx locking device and biopsy cap. There was no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Device problem code captures the reportable event of sponge detached. Visual examination found the foam (sponge) had been separated from the rx biopsy cap. "Sponge detached" is a known issue that is normally due to excess of force applied to the device by the user and/or due to the interaction of the unit with other devices. This might have impacted the integrity of the biopsy cap causing the reported issue. Therefore, the investigation conclusion code of this event is "caused traced to component failure", since the failure was an expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and no anomalies were noted.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/21/2018 03:27 pm CT.the report number is being corrected from: 3005099803-2018-62181to: 3005099803-2018-60604.

Event description:
It was reported to boston scientific corporation that a rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure and outside the patient, the sponge was detached from the biopsy cap and was lodge inside the working channel of the scope. It is unknown how the sponge was removed from the scope. The procedure was completed with another rx locking device and biopsy cap. There was no serious injury nor adverse patient effects reported as a result of this event.